Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd phoenix¿ ast broth has been found contaminated. The following has been provided by the initial reporter: customer reports contaminated/turbid ast broth tubes.

Event description:
It has been reported that the bd phoenix¿ ast broth has been found contaminated. The following has been provided by the initial reporter: customer reports contaminated/turbid ast broth tubes.

Manufacturer narrative:
H.6. Investigation: this complaint is for contamination of foreign material in phoenix ast broth (246003) batch 1124224. A picture was provided showed three tubes with varying amounts of turbidity. Based on the photos provided for the investigation, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no other complaints on this batch. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.